Manufacturer narrative:
Visual exam of the returned device confirmed that the cutting wire had broken. The intact proximal section of the cutting wire was actuated by the handle, confirming connection between the wire and the handle. Using a calibrated multimeter, the continuity of the intact segment of the cutting wire was measured; this section was able to conduct current, indicating proper connectivity between the connector and the cutting wire. The broken wire ends were melted, indicating the wire breakage was most likely due to an electrical short circuit. Full functional check of the device was not possible due to the condition of the cutting wire. Review of the device history record revealed no anomalies. A lot history search found one similar complaint reported for the lot. The february 2007 product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to bsc on 03/01/2007 that during an ercp "the cutting wire broke". Patient gender and age unk. It was also reported that the procedure was successfully completed using a second device and there were no adverse effects to the patient.